Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event/patient (reference 1825034-2016-02456 / 02457 / 02458).

Event description:
Patient's legal counsel reported that the patient had a left hip arthroplasty and approximately 4 years post-implantation was revised due to alleged aseptic femoral loosening, metallosis, and pain. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the patient's revision operative report noted the presence of fluid, metallosis with metal debris and loosening of the femoral component. The femoral head, acetabular cup and femoral stem were removed and replaced.